Event description:
It was reported that the patient passed away and the cause of death is unknown and will not be documented until the autopsy is done. No further relevant information has been received to date.

Event description:
Cause of death was due to the patient's seizure disorder and the vns was explanted during the autopsy. The death was not related to vns. Patient was found unresponsive face down in bed. Explanted device has not been received for analysis.

Event description:
Generator has been received for analysis. Analysis is underway but has not been completed and approved to date.

Event description:
Product analysis on the lead was completed and approved. Continuity checks of the returned lead portion was performed during the functional analysis, and no discontinuities were identified. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the lead assembly (body) including the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis on the generator was completed and approved. No anomalies were seen, and the device performed according to functional specifications.